Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not securely latch with a test monitor) was confirmed. Upon evaluation, the trunk cable connector latches were broken, creating an insecure connection with the test monitor. The root cause of the damaged cable is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not securely latch to a test monitor.